Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented at the clinic for follow-up and low r-waves with loss of capture were observed. X-ray revealed lead dislodgement. The lead was replaced.